Event description:
It was reported by the independent repair center statement that the unit was alarming/red light. The key failure is the 4 way valve is not shifting the poppet valve and solenoid are scratched. The nylon ties were replaced, loose hardware was tightened. This is a 3rd party repair. No patient injury alleged, no additional information provided.